Event description:
A user facility reported to olympus that the basket did not open and the device could not be used. The problem, as reported to olympus, was identified during preparation for use for a bile duct lithotripsy. There was no patient injury, associated with the problem, reported to olympus. Another device of identical model was opened and the basket would not open initially; subsequent attempts to open the basket were successful and the device was used to complete the intended procedure. This is report #1 of 2 due to multiple devices reported - reference report patient identifier #(B)(6) for additional device reported.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found that the basket could not be opened/closed due to a broken outer sheath. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: either the products did not meet the specifications or device handling might have contributed to the reported phenomenon. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. Never use excessive force to open or close the grasping portion. This could damage the instrument. ·when the grasping portion does not open and/or close smoothly, do not apply force but set the scopes angle back, or move the position of the grasping portion until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the grasping portion with calculus engaged may not be removed from the body. H4: it was identified that the device was manufactured in february 2021. However, a specific date is not clear. Olympus will continue to monitor the field performance of this device.